Event description:
Manufacturer rep met with the patient (pt) and impedances were checked. All impedances were within range. Rep palpated pt's skin and felt what seemed to be a wire near incision site in front of implant between implant and exterior skin. Rep said pt had stimulation off and was feeling warming sensation and discomfort continuously. Rep described bump near stimulator and implant site sensitivity. Pt described implant site as "overheating." Rep will suggest implant site imaging to doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative (rep) regarding an implantable neurostimulator (ins). Caller reports patient indicated the last couple of weeks, patient started feeling constant burning and over-heating sensation at ins pocket site. Caller reports no fall or trauma. Caller reports patient had turned stimulation off yesterday and was feeling better but can still feel the burning and over-heating sensation. Caller reports when stimulation is on, the burning and over-heating sensation is worse, so patient turned stimulation back off. Caller reports patient reports occurs constant, not when patient is charging. Suggest patient be seen and assess ins pocket site with stimulation on/off and assessing ins. Redirect caller to patient's healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.